Manufacturer narrative:
Review of the applicable device history records did not identify any deviations or nonconformances that may potentially cause or contribute to infection. Patient had conceded to being noncompliant with the antibiotics that had been prescribed preemptively at the time of the implant. Infection is a known and inherent risk of surgical procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023, targetting the superior genicular nerve to treat knee pain. Patient was prescribed post-op antibiotics at the time of the procedure. On 08may2023 nalu was made aware that the patient had been noncompliant with the prescribed antibiotics and had developed an infection at the surgical incision site. A full explant of the nalu system was completed on (B)(6) 2023.